Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer changed the cartridge and infusion set to clear the alarm. Insulin delivery was resumed. Customer's blood glucose was within range (value not provided).